Event description:
It was reported that the patient was very tight so yesterday ((B)(6) 2014) there was a dose increase and the bridge bolus that was programmed on thursday ((B)(6) 2014) was continued. The physician did not know that he had programmed a bridge bolus. The patient was in the clinic today ((B)(6) 2014) again and was very tight/increase spasticity. It was confirmed that the bridge that was programmed last thursday was incorrect, because it was based off of 2000 mcg/ml old concentration when the actual old concentration was 250 mcg/ml and the new concentration was actually 1500 mcg/ml as the physician had diluted it so a lower daily dose could be programmed due to the patient¿s daily dose starting at 80.12 mcg/day at implant. The current bridge bolus was canceled and the remainder of the bridge was programmed with a volume of 0.201mls at a dose of 86.9 mcg/day with a duration of 13 hours and 52 minutes. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Event description:
A healthcare professional (hcp) later stated that the patient was doing fine. The issues and symptoms resolved, and there was no product issue. The pump logs indicated that, as of (B)(6) 2014, baclofen 500 mcg/ml was infused at a rate of 84 mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).